Event description:
It was reported that the tip of a screwdriver broke on the last of 8 screws during an l3-s1 lumbar spinal fusion. The screw was removed and replaced using another driver. The screw and fragments were removed. There was no reported patient impact. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional information in a3 and h6: component codes, type of investigations, findings, and conclusions. Device evaluation: visual inspection revealed the tip of the inserter has fractured off the driver and is stuck inside the screw. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied to the driver during screw insertion. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00094.

Event description:
It was reported that the tip of a screwdriver broke on the last of 8 screws during an l3-s1 lumbar spinal fusion. The screw was removed and replaced using another driver. The screw and fragments were removed. There was no reported patient impact. This is report 2 of 2 for this event.